Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During an onsite visit the fse (field service engineer) tightened arf pressure regulator fitting, checked functionality of the system and system is working as intended. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A service visit has been performed and the investigation is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a gas leak and 20 eye surgeries were cancelled. Additional information has been received stating all staff and patients were evacuated and to their knowledge there was no harm to patients or employees.